Event description:
It was reported that the sensor migrated to the right ventricle after it was deployed. The physician reported that while retracting the delivery catheter the sensor migrated with the catheter and ended up in the right ventricle. The physician opted to leave the sensor in the ventricle in hopes that it would move to a better position. It was not possible to obtain a signal from the sensor in order to calibrate. There were no adverse consequences to the patient.

Event description:
On (B)(6) 2024 the physician reported the sensor is now in the left pulmonary artery. On (B)(6) 2024 the rep confirmed the patient was successfully calibrated and has been taking readings since. The site is happy with the readings they are getting.

Manufacturer narrative:
The reported issue was investigated but cannot be confirmed at this time as the root cause was inconclusive. No device analysis results are available as the device remains implanted. Per the information received the sensor is now in the left pulmonary artery. The sensor was successfully calibrated and the device is proving adequate pulmonary pressure readings. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.